Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, blood flow from the marker lumen was difficult to achieve. The device was removed and reinserted and blood flow from the marker lumen was achieved. The feet were deployed; however, the patient made a loud scream. An ultrasound was done, which revealed severe restriction of blood flow. The device was removed, blood flow returned and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient weight is unknown; however, it was noted that the patient was morbidly obese. The safety and effectiveness of the proglide device have not been established for patients who are morbidly obese (body mass index greater than 40 kg/m). The device will not be returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.